Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 37th complaint for lot # 8324761 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can¿t be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 bd precisionglide¿ needles were found blocked before use. The following information was provided by the initial reporter, translated from chinese to english: the doctor found two cases of needle blockage incidents on the end of february and 03.12, involving the injection needle batch number was 8324761, the doctor doubted the quality of this batch of needles.